Event description:
Pt had minor surgery as an outpatient on 6/17/97. Pt was attached to datex engstrom monitor for blood pressure readings during case. Cuff activated at 6 times on ri upper arm during case. Next day, pt presented with c/o nerve weakness & wrist drop, right arm. Pt was seen by neurologist who noted radial & ulnar nerve weakness with right wrist drop. Engineer checked machine, found no technical problems with it.